Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving compounded morphine (50 mg/ml at 5 mg/day) via an implanted pump. The pump's indication for use (IFU) was not provided. The hcp reported to the rep that they found particulate matter in the syringe and opted not to refill the pump. The medication was received from a local pharmacy and the pharmacy said it was regular particulate probably due to the cold weather temperatures. The pump wasn't filled with this medication. The rep stated that the pump was empty and they were trying to get medication to fill it as soon as possible; the pump was to be filled with a new vial/lot of medication. It was stated that the event was resolved. No symptoms were reported. Follow-up was conducted for the patient's identifying information, the pump's serial #, the patient's pertinent medical history, other medications that the patient was taking at the time of the event, the reason why the pump wasn't refilled before it was empty, related symptoms, and actions/steps taken to resolve the issue. If additional information is received, a follow-up report will be sent.